Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. One used ls1520 ligasure device was received, and evaluation of the sample confirmed the reported issue with difficulty using the knife. Initial inspection found excessive eschar on the back of the jaws and the latching handle functioned normally. However, further testing found the knife would not retract easily, occasionally preventing the jaws from opening. The knife trigger would need to be pushed forward to release the jaws. After cleaning the eschar from the jaws, the knife deployed smoothly and no further issues with difficulty opening occurred. The root cause of this issue was found to be due to customer misuse, where the excessive eschar shows signs of inadequate cleaning. This build-up prevented the knife from deploying smoothly and affected the ability to open the device. The instructions for use included with this product cautions users to clean the jaws with a piece of wet gauze often to help minimize tissue build up. It also states that users can open jaws by pushing forward on the handle. A review of the device history records for this lot found no potentially contributing factors to the reported issue.

Event description:
The customer reported that during a procedure, the knife was sticking and would not deploy after sealing. No patient injury occurred and a new device was used to complete the procedure. However, examination of the received device found it would occasionally jam and the jaws could not be opened.